Event description:
It was reported that the "pt was noted agitated by rn, "picking at hub." Pt pulled the hub of the catheter off the catheter extension. The dressing was intact and the PICC did not dislodge or move from its position in the pt's arm." The catheter was removed and a new catheter was placed.

Manufacturer narrative:
One red female luer was returned for eval. A visual exam of the luer revealed that the luer had pulled off of the extension. A very small section of tubing is visible deep inside the luer. There is evidence of solvent residue visible. A sample size of each mfg lot is pull tested to destruction. The luer to extension joint must withstand a minimum of 6 lbf. A review of the mfg records indicated all device specs and quality requirements were satisfied. Info provided about the event noted that the "pt pulled the hub off of the catheter." It appears that the device was stressed beyond its design capabilities by the pt.